Manufacturer narrative:
During the evaluation, the following were confirmed; no image, horizontal lines appear on screen and a failed pressure leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had a poor image, when plugged into stack it displayed lines on the screen only. The issue was found during therapeutic total laparoscopic hysterectomy, adhesiolysis, usl-vault colposuspension, bilateral salpingectomy excision, endometriosis and cystoscopy. There was a five-minute delay due to the issue. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the loss of image occurred because water entered inside the cable from the leaking part of the connector. This caused a short-circuit and corrosion of the device. Therefore, a 5¿10-minute procedural delay occurred while replacing the device. The root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ this supplemental report includes a correction to h8 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.